Event description:
The customer reported the device, 60-6085-201a, vcare 200a ¿ medium was being used on approximately (B)(6) 2022 and the ¿handle came off and was retrieved no injuries.¿ there was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed without an alternate device. A good faith attempt was made to acquire further information; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Received one 60-6085-201a in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the shaft is broken within the handpiece. Performed a functional inspection, the handpiece rotates but does not pull off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the device, 60-6085-201a, vcare 200a ¿ medium was being used on approximately 21sep22 and the ¿handle came off and was retrieved no injuries¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed without an alternate device. A good faith attempt was made to acquire further information; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.